Manufacturer narrative:
Investigation in-progress.

Event description:
Customer reported that it was impossible to push the plunger all the way down during use.

Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the archive sample analysis. Additionally, no trends related to this issue have been identified during our track-and-trend analysis.based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed.